Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-18349; related manufacturer reference number: 1627487-2022-06680; related manufacturer reference number: 3006705815-2022-18350. It was reported that the patient¿s therapy strength was reducing on its own. Diagnostics revealed high impedances on the leads. The fluoroscopy imaging shows that the anchors have migrated following a fall. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received indicating surgical intervention was undertaken wherein the leads and anchors were explanted and replaced to resolve the issue.